Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product the soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and destroys the pump electronics. The buttons passed the functional investigation successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the up and down buttons on the infusion device are damaged and non-functional. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.